Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. The device met specifications. A cause for the misalignment cannot be ascertained from the information provided. Should additional information become available and/or the device be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed. Device not returned to manufacturer.

Event description:
Patient underwent a mandible reconstruction using proplan cmf guides. After resections were made and a plate was set in place, the occlusion was found to be out of alignment by 2-3 mm. The patient was taken back to the operating theatre a few days after the initial surgery to make some adjustments to screws to try realigning the mandible.